Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced frequent and extended ipg charging. The physician ordered an x-ray for the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient experienced frequent and extended ipg charging. The physician ordered an x-ray for the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's charging issue was resolved by using additional power to its program settings.

Event description:
A report was received that the patient experienced frequent and extended ipg charging. The physician ordered an x-ray for the ipg. The patient will undergo a revision procedure.